Event description:
I was called to the room as patient was getting ready for (B)(6). The nurse as well as the patient were unable to connect the controller's white power cable to the battery clip. It met great resistance when attempted. They tried several clips. I brought new battery clips and was unable to make the connection. Again there was extreme resistance. Since the power cable could not connected, a controller change was necessary. The exchange was without any issues.